Manufacturer narrative:
(B)(4).

Event description:
It was reported the this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, the pacing thresholds were high. Subsequently, this patient underwent a replacement procedure and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.